Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoid. According to the reporter: the anvil of the device did not close tightly but left a gap. When fired, the staples did not form properly and the donuts were not complete. Afterwards, the anvil was taken off and discovered that it was bent. The incomplete donuts were corrected using a harmonic scalpel (energy). There was unanticipated tissue loss. There was blood loss of more than 500cc and required a blood transfusion. There was an extension of surgical time of more than 30 minutes. The patient required extended hospital stay. There was a reoperation performed. There was no reinforcement material used.